Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000084963. A patient unable to set implanted system to MRI mode due to low impedances on the leads was reported to abbott. The physician was able to reconnect the lead and all impedances cleared resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was repositioned to address the issue. The investigation was unable to determine the lead that was associated with the issue.